Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the daily insulin delivery totals were reviewed from (B)(6) 2012 until end of pump use on (B)(6) 2012 and correctly reflect the user's programmed basal rates. The rewind, load cartridge, and prime steps performed successfully with no alarms or unusual noises. The pump was tested on a 29 hour flow test and was found to be delivering within specifications.

Event description:
On (B)(6) 2012, the patient claimed her blood glucose has been high, in the 200s mg/dl which was out of the patient's normal blood glucose range. On one occasion her blood glucose was in the 300s mg/dl and she tested positive for ketones. The patient was concern and wanted to make sure the subject pump was working accordingly. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The basal segments are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient allegedly tested positive for ketones with a blood glucose reading of over 300 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.